Manufacturer narrative:
Device not returned

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 108-127 mg/dl.